Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was unable to work, and the patient experienced 46 beats per minute as the device was set to 60. The patient was referred to the device physician. As of this time, this device remains in service. No adverse patient effects were reported.